Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a thumping sensation in their diaphragm. The patient was seen in office where this was reproduced with threshold testing and was determined to be diaphragmatic stimulation from the left ventricular (lv) lead. Automatic threshold testing was turned off and pulse amplitude was adjusted to resolve the stimulation. The lead remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.